Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There was no patient injury reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6)